Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the downstream occlusion (dso) seal was only delaminated and was not ripped. The dso seal was replaced preventatively. The device passed all functional testing.

Event description:
It was reported that the dso seal was ripped and bubbled. The air sensor is moved and was unstable during physical inspection. There was no patient involvement. Evaluation of the returned device identified a ripped downstream occlusion seal and confirmed the reported issue.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A ripped downstream occlusion (dso) seal was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The dso seal was replaced. The device passed all functional testing after repair.